Manufacturer narrative:
The returned device was received with the cannula assembly deployed. The downloaded data returned an 0x33 alarm. The device was reset and rerun; the device successfully paired with a pdm, completed its priming sequences and delivered a 5u bolus with no abnormalities. The formed needle was visible in the exposed portion of the soft cannula. Upon removal of the top housing, the formed needle fully retracted. Score marks were observed on the underside of the top housing, indicating interference between the linkage assembly and top housing. This resulted in a failure of the needle mechanism to fully retract the formed needle after needle fire. No other defects or deficiencies were found that would result in a failure of the device to deliver insulin. Lot release records were reviewed and the product lot met all acceptance criteria. For your reference, insulet modified our internal investigation finding codes effective 25 may 2020 as part of an effort to improve the classification of findings to improve the power of trending data and make the findings more intuitive. The new findings codes will use the system of finding category (e.g. Hardware component), followed by the affected component (e.g. Needle), followed by the condition (e.g. Bent). Therefore you may notice findings that appear to be new or different but in fact are just renamed for improved data value. Insulet would be happy to explain any mapping of the old to new finding codes if you have any questions.

Event description:
It was reported the patient's blood glucose (bg) rose to 459 mg/dl. The pod was worn on the patient's arm for less than an hour. As treatment, a new pod was applied and an insulin pen was administered.